Manufacturer narrative:
Sensor 3mh004v9rw8 has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) indicating a temporary drop in the source voltage. Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. An extended investigation was also conducted. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination), and it was noted that a brownout reset event was internally logged in the sensor's software (indicated by an event code 21). A brownout reset is attributed to a momentary loss of power in the sensor. Therefore, this issue is confirmed to termination due to a brownout reset. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre 2 sensor followed by a "replace sensor" message, and was therefore unable to obtain scan readings during this time. The customer subsequently became hypoglycemic with symptoms of lethargy, tremors, "difficulty thinking", and a loss of consciousness. The customer required treatment of juice by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre 2 sensor followed by a "replace sensor" message, and was therefore unable to obtain scan readings during this time. The customer subsequently became hypoglycemic with symptoms of lethargy, tremors, "difficulty thinking", and a loss of consciousness. The customer required treatment of juice by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre 2 sensor followed by a "replace sensor" message, and was therefore unable to obtain scan readings during this time. The customer subsequently became hypoglycemic with symptoms of lethargy, tremors, "difficulty thinking", and a loss of consciousness. The customer required treatment of juice by a third-party. There was no report of death or permanent injury associated with this event.